Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarming, over heating temp, pump stopped. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp for the reported malfunction. The fse was unable to find anything in the logs indicating that there was an overheating issue. The fse ran the unit at 130 bpm on a trainer for an hour without any overheating issue. The fse performed functional testing and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.